Event description:
The pt's mother reported, the pt had an elevated blood glucose reading of 600 mg/dl with her recommended range being 80-170 mg/dl. The mother stated, the pt's symptoms were interrupted sleep, thirst and frequent urination. The mother stated, the pt has been ill and on an antibiotic that always makes her readings elevate starting on the third day of use. She stated, this is the third day. The mother was calling for assistance in adjusting the pt's basal rate profile. On follow up, the pt's mother stated, she adjusted the pt's basal rates and the pt is doing well now. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.